Event description:
Subsequent to the previous reports, the additional information was received on 13june2025: on (B)(6) 2025, the patient had been hospitalized with fever/chills and low back pain. Imaging was performed with concern for discitis / osteomyelitis concern. On (B)(6) 2025, the mitraclips appeared to have torn through the leaflet. Reportedly, this was not a device issue, however, the torn leaflet was likely due to the infection / endocarditis. Reportedly, the leaflets are not coapting to the posterior mitral leaflet and leaflet detachment is suspected. Moderate-severe mr was noted. Vegetation was observed on the aortic valve. Antibiotics were provided as treatment. On (B)(6) 2025, a mitral valve and aortic valve replacement was performed.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation determined the reported slda appears to be related to the reported tissue injury. The reported patient effect of tissue injury appears to be due to the reported endocarditis. However, a cause for the endocarditis cannot be determined. It is possible that patient conditions contributed to the endocarditis as no issue was noted during the procedure. The recurrent mr appears to be due to the slda. Pain and fever appear to be cascading effects. Endocarditis, mr, tissue injury, fever, and pain are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization, medication required, and surgical intervention were results of case specific circumstances as the patient returned to the hospital, antibiotics were provided, and a mitral valve and aortic valve replacement was performed. There is no indication of a product quality issue with respect to manufacture, design or labeling. H2 corrections: b1 - product problem selected h6 - medical device problem code 2993 replaced with 2507.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with degenerative mitral regurgitation (mr) and an enlarged atrium, and posterior leaflet prolapse. Two mitraclips were successfully delivered and deployed, reducing the mr to trace. On (B)(6) 2025, the patient was hospitalized for endocarditis and osteomyelitis following dental work. Per physician, the event was probably related to a clip and related to the steerable guide catheter. There was no device malfunction.